Event description:
(B)(4). Depression immediately after insertion. Anxiety. Bloating and acne. Lower back pain due to inflammation. Went to urgent care due to incredible pain in lower middle back. One (1) year after insertion I was diagnosed with vestibular neuritis due to inflammation in the inner ear. I had vertigo, nausea and horrible headache. Ear pain followed the vestibular neuritis episode and I began ear sensitivity andamp; ringing in my ears for the last 5 years. Neck pain last year due to inflammation in neck. I could not move my neck in any direction for weeks and suffered from neck pain until removal. The neck pain lead to a hemiplegic migraine. After the hemiplegic migraine I lost my vision for 3 months. I lost the ability to move my arms andamp; legs. Unable to answer simple questions or perform simple tasks. I was sent to the ER and they did CT scans, MRI's and blood tests. All tests came back fine. Months later I found out I developed food allergies. Fifty (50) + foods were causing chronic inflammation. Started seeing a holistic dr and began healing my stomach from leaky gut. The good food sustained me until removal. I suffered from brain fog. Dizziness. Autoimmune disease symptoms like hair loss. Had all the symptoms of lupus andamp; celiac's disease. Heavy bleeding during period. Long periods that lasted 10+days. Pain in lower abdomen/ pelvic area. Inflammation in stomach and intestines. Fatigue. Headaches andamp; lowered immune system.